Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.2, lab: 3.0. All testing occurred within one hour of one another. Patient just finished taking lovenox at least 28 hours prior to testing. Patient therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.